Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as abrasion. The patient has had a mastectomy in the past causing lifevest to sit uneven on skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a nystatin cream for the skin irritation. Follow up indicated that the skin irritation improved.